Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a routine follow up with a dislodged rv lead. The patient had inappropriate capture and sensing. Fluoroscopy showed the lead was dislodged. The physician decided to explant lead. There were no sutures on the suture sleeve. A new lead was implanted. The patient was fine.